Event description:
The customer reported to olympus that during a gastroscopy a channel was clogged by a valve. The gastroscopy could not be completed with that endoscope and had to be replaced. It took longer to perform the examination, no harm was done to the patient.

Manufacturer narrative:
The device was returned and confirmed the reported event. The evaluation also revealed: switch 2 was worn and won't work, channel cleaning brush cannot be inserted smoothly, grip was shaved, forceps channel port has a dent, air/water cylinder has discoloration, lift/right angulation control knob has a scratch, upward/downward angulation control knob has a scratch, plug unit has corrosion, scope case unit has a dent, scope cover unit has discoloration, cover insulation value was lower than standard and has a chip, light guide lens has a crack, universal code has a buckling, connecting tube has a buckling. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event: ·the endo therapy accessories were broken while using, and a part of the accessory was remained in biopsy channel. ·staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. The root cause of why the device was not reprocessed according to the device IFU could not be determined. The following is included in the IFU and may have helped prevent the event: "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope." Olympus will continue to monitor field performance for this device.